Event description:
A surgeon reported that a white substance was observed deposited in the anterior chamber after intraocular lens (iol) injection during two procedures. Patient impact was unknown. The reporter was not able to tell the origin of the substance; however, initially suspected it might have come from the cartridge or might be due to the sterilization process at the facility. Additional information was provided by the reporter. A sample of the white substance was tested at the facility's pathology department. Pathology results were reported to be inconclusive. The facility conducted an internal investigation and concluded that the material was dry / coagulated viscoelastic from prolonged air exposure. The facility changed the process scrub nurses follow to prepare the cartridge to prevent this event from reoccurring. Viscoelastic and iols had been quarantined and are now being used again. Additional information has been requested but not received to date. This is one of nine reports being filed for this facility.

Manufacturer narrative:
Evaluation summary: no lot specific investigation can be done as no lot number was available. All batches were released according to the required specifications. The root cause is unknown. Additional information has been requested but not received to date. (B)(4).